Manufacturer narrative:
The device has not been returned since it was disposed of. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure dated (B) (6) 2010. According to the complainant, the physician experienced difficulty progressing the sheath past the cervical os. The physician proceeded to push the sheath forward and this lodged the sheath into the back of the uterus, causing a perforation to occur. Upon follow up questioning to the clinician, the method of treatment for the perforation was not provided and is therefore unknown. The healing status of the perforation has also not been provided and is unknown. The procedure was aborted due to this event. There were no additional patient complications reported with this event and the condition of the patient is reported to be fine.